Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on (B)(6) 2020. Visual inspection confirmed that the connector between the tubing and the cassette had become disconnected. On the piece that detached from the cassette residue of bonding was visible. The connector has been physically broken in half. The reported issue was confirmed.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "an administration set model hs004 lot 1908006 set has come apart at the cassette." Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).